Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the gender/bmi of patient? Was buttressing material used? What was the angle of articulation at time of firing? What was the product code of cartridge used? Was there any guide wires or sizing tubes in the proximity of the firing? When was the transfusion given to patient? What is the current patient status?

Event description:
It was reported that during a lap sleeve gastrectomy, on the second fire on the stomach it was a green load the surgeon said it fired about a fourth of the way down and then made this horrendous sound and when it went down and came back he opened the stapler and half the staples were in there and it had made the cut without stapling. And then he ended up having to suture, whatever was in the stomach came out because it wasn't sealed and he had to suture that big hole that didn't staple. He did stay laparoscopic but he had to hand sew the incision. He did finish with a different stapler and reload to finish the case. There was patient consequences reported, they are okay now but they had to receive a blood transfusion.

Manufacturer narrative:
(B)(4). Batch #: r59p27. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received partially fired 1/4. Upon evaluation of the reload, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.